Event description:
Underdelivery report: the pump was programmed to deliver 500.0ml d5.45ns with 10u pitocin at an unspecified rate of delivery. It was reported that within a couple of hours, the nurse observed that the fluid container did not appear to be emptying at the expected rate despite the pump display indicating that the pump was delivering. The physician was notified, but no orders were rendered. The pump was replaced and the infusion continued without event. Though requested, there was no add'l info available.